Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc they had performed a patient comparison study with another instrument shortly after the discordant results were obtained and all results were within range. Ccc instructed the customer to replace the integrated multisensor technology (imt) sensor and pump tubing, and bleach the system. The cause of the discordant, falsely low na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples, discordant potassium (k) results were obtained on two of the three patient samples and a discordant chloride (cl) result was obtained on one of the three samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.